Event description:
The device is failing its self test with the "pads not usable" error. Customer attempted to replace the pads but the error persisted. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.